Event description:
Consumer called to report that after using the ace heat therapy product, she has a scar on her back and was in hospital for a week due to a staph infection.

Manufacturer narrative:
No product return is anticipated as complainant indicated that product will not be returned. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.